Manufacturer narrative:
B3 date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: stress problem; known inherent risk of device. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the rubber cover of forceps channel port is detached. There was no patient involvement.